Event description:
The customer reported moisture damage after accidentally dropping the insulin pump in the toilet. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.